Manufacturer narrative:
The mean age of the patients was 69.2 years +/- 13.3 years with a range of 35-90 years. Twenty five men and fourteen women underwent stenting with the wallflex duodenal stent during this study. The specific upn and lot number were not reported; therefore, the manufacture date and expiration date are unknown. However, it was noted that all 39 patients were treated with a wallflex duodenal stent (boston scientific (B)(4)). (B)(4). Journal article: reina sasaki, et al. "Endoscopic management of unresectable malignant gastroduodenal obstruction with a nitinol uncovered metal stent: a prospective japanese multicenter study¿ world j gastroenterol 2016 april 14; 22(14): 3837-3844. Doi http://dx.doi.org/10.378/wjg.v22.i14.3837. The devices have not been received for analysis; therefore failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events through the article ¿endoscopic management of unresectable malignant gastroduodenal obstruction with a nitinol uncovered metal stent: a prospective japanese multicenter study¿ written by reina sasaki, et al. According the literature, the aim of the article was to determine the safety and efficacy of endoscopic duodenal stent placement in patients with malignant gastric outlet obstruction. The wallflex duodenal stent was used to treat all 39 patients in the study with occurred from april 2011 to june 2013. Of the included patients, 17 (43.6%) were diagnosed as having gastric cancer (16 patients, 41.0%), duodenal cancer (2 patients, 5.1%), extrahepatic cholangiocarcinoma (1 patient, 2.6%), intrahepatic cholangiocarcinoma (1 patient, 2.6%), ampullary carcinoma (1 patient, 2.6%) and hepatocellular carcinoma (1 patient, 2.6%). A pathological diagnosis of malignancy was made for 31 patients (79.5%). Six patients (15.4%) with altered gastrointestinal anatomy had strictures in the surgical anastomosis. Sixteen patients (41.0%) had stricture in the distal stomach, whereas 17 patients (43.6%) had strictures in the duodenum. Before stent placement, 16 (41.0%), 18 (46.2%), 5 (12.8%), and 0 (0%) patients had gooss scores of 0, 1, 2, and 3, respectively. Four patients (10.3%) experienced procedure related complications in the form of mild pneumonitis. During the follow up period, 3 patients experience stent dysfunction; stent ingrowth occurred in 2 patients (5.1%) and stent overgrowth occurred in 1 patient (2.6%). The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.